Manufacturer narrative:
A supplemental MDR is being submitted based on imaging review. Update to h11 to reflect imaging review. Imaging confirmed that the embolized valve in the aorta was affixed by a stent non-edwards valve.

Event description:
As reported by the edwards field clinical specialist, during a transfemoral transcatheter aortic valve replacement procedure with a 23mm sapien 3 ultra valve, the first valve embolized due to a high implant. The initial deployment position was noted as 100/0, and the valve movement occurred after successful deployment. The first valve was not properly secured in the aorta, flipped, and landed in incorrect orientation, ultimately occluding the aorta to stabilize the embolized valve, the team ballooned the valve using a non-edwards 30mm balloon catheter. During the withdrawal of the delivery system, difficulties were encountered at the distal tip, although coaxial alignment was maintained upon re-entry into the distal end of the esheath. The flex tip was positioned at the valve, and the system was not completely unflexed during withdrawal. The distal tip was getting caught and possibly the nose cone was hitting the valve on the way out from the deployed valve. It appeared that there was contact between the nose cone and the valve during withdrawal. No retained balloon volume or damage to the esheath was reported. A new sapien 3 ultra valve was opened and successfully implanted. To secure the embolized valve and maintain leaflet function, a 34mm non-edwards transcatheter heart valve was implanted with the leaflets cut out, allowing the sapien valve leaflets to remain open. The patient remained in stable condition following the procedure. No patient injury was reported. The perceived root cause of the embolization was a very high implant and possible contact between the nose cone and the valve during withdrawal. No edwards lifesciences devices were returned. The valve remains implanted.

Manufacturer narrative:
This report is 1 of 2 being submitted for this complaint. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to embolization of the device, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, loss of pacing capture, a narrow sinotubular junction (in aortic position procedures), rapid deployment, the release of stored tension during deployment, inaccurate measurement of the landing zone, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the landing zone may lead to paravalvular leak, migration, or embolization. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for embolization (i.e., minimal leaflet calcification, severe septal hypertrophy), balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results indicate that procedural factors (very high implant and possible contact between the nose cone and the valve during withdrawal) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted, for a correction of the annex code clinical impact. Correction to h6 (clinical code).

Manufacturer narrative:
A supplemental MDR is being submitted for correction of h6 code and reference of mfg. Report number 2015691-2025-07617. Correction to h6 (clinical code). Additional information for the reference of the mfg. Report number h11 (provide narrative/data).